Event description:
It was reported that there was an explant on (B)(6) 2014. It was noted that there was a non-healing spot on the scalp and it had required total device removal. The lead was sent for culture and would not be returned. It was unknown if the issue was resolved or if the cause had been determined. The patient was alive with no injury. Patient symptom associated with the event was the skin had a non-healing spot on the scalp at the lead location. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4) found no significant anomaly, the stimulator ins battery was not in new condition. Analysis of the first extension (s/n (B)(4) found no significant anomaly, the stimulator extension body was cut through and the product was segmented. Analysis of the second extension (s/n (B)(4) found no significant anomaly, the stimulator extension body was cut through and the product was segmented.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3389s-40, lot# v589283, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7436, serial# (B)(4), product type: programmer. Patient product ID: 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the cause of the event was infection. It was stated there were no abnormal impedance measurements. It was noted the ins, lead, and extension were explanted. It was noted the patient had scalp drainage. It was stated the patient required hospitalization due to the event. It was stated there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.